Event description:
In 2007, a gore tag thoracic endoprosthesis was implanted to successfully repair a descending thoracic aortic dissection. Two days later, the pt expired. It was reported that the pt may have died from an ascending thoracic aortic dissection. An autopsy will not be performed.

Manufacturer narrative:
The device remains implanted in the pt. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.